Event description:
The customer reported defective pins on the battery board. There is no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.